Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a thermocool smarttouch sf catheter and suffered an effusion which required a thoracentesis (tap). At the end of the procedure, the physician noticed that the patient had an effusion. The patient had a very thick septum, causing limited visibility to go transseptal which was viewed on intracardiac echocardiography (ice). There were no other issues during the case. They were viewing the chambers after the case and noticed the effusion, which was confirmed by ice. A tap was performed. The patient¿s last status was unknown. Additional information was received. The physician was unsure but suspects the event occurred during the transseptal. Two transseptal puncture sites were performed during the procedure with the baylis nrg needle. No evidence of steam pop. The patient did not require cardiac surgery. The outcome of the adverse event was fully recovered (no residual effects).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's reference number: (B)(4).